Event description:
Pad burn. One area of the leg was red and one area of the leg the skin had been removed. Poor connection, bad device, removed device from the patient, then generator read t3 error and shutoff. The pad temperatures never were above 36-37 degrees and the generator never had pad temperature warning.